Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined full height drawer 5 screen was black. A field service engineer found that the station was not powering on hence had replaced the drawer controller and module controller board to resolve the issue of the device. The system functioned as intended after the field service engineer had repaired the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a black screen. The customer reported that a malfunction took place when the user tried to dispense medication to the patient, there was a delay in dispensing the medication and was affecting patient care. There were no adverse events or injuries reported based on this event.